Manufacturer narrative:
Intuvie received a report indicating that an infusion pump exhibited an out-of-box failure, infusing at 1200 ml/hr, and also failed the noise test due to excessive loudness. The device was returned to intuvie for evaluation. During the investigation, the pump failed the 30 psi occlusion test, recording a pressure of 20.8 psi, which is outside the acceptable range of 22¿38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The recalibration values are unknown at this time. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump was found out of box failure 1200ml/hr and the noise test failed, too loud. The device was returned to intuvie and during the investigation the pump failed the 30 psi occlusion test, recording a pressure of 20.8psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.